Manufacturer narrative:
Trackwise ID #: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance. Device kept by biomed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply. They sent a constant signal to the evh cautery device and would not turn off when it was in the patients leg. The button was not even being used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply. They sent a constant signal to the evh cautery device and would not turn off when it was in the patients leg. The button was not even being used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.